Event description:
The customer reported that after five days of use, air leaked from pilot balloon of the fenestrated tracheostomy tube. The tracheostomy tube was checked prior to use. The pt was recannulated with an unspecified tracheostomy tube.

Manufacturer narrative:
Return of the tracheostomy tube for failure investigation was requested.